Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the procedure, the distal tip of the pipeline did not deploy. The pipeline was checked, and it was found that the distal end of the stent was damaged. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. The pipeline was not used off-label and was prepared as indicated in the IFU. There were no patient symptoms or complications associated with the event. The angiographic result post procedure showed the outcome was good with another pipeline. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the ica with a max diameter of 13mm and a 6mm neck diameter. It was noted the patient's vessel tortuosity was severe. Ancillary devices include: neuro max6fr guide catheter and a phenom 27 catheter.